Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, "2 days after the insertion, the catheter began to leak close to the insertion, requiring removal and passage of a new catheter". No other information was provided. Additional information received: - there was no exposure to blood or chemotherapy to mucous membranes or skin. Saline solution and anti biotic therapy were being administered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer, "2 days after the insertion, the catheter began to leak close to the insertion, requiring removal and passage of a new catheter". No other information was provided.